Event description:
It was reported that syringe safety 3ml ll 26x1/2 an curitiba was clogged. The following information was provided by the initial reporter: "needles 13x45 of the syringes are clogged, liquid does not enter in the application of the vaccine, having to change the needle."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8291858. Maintenance record analysis and quality notification analysis reviewed there were no deviations found for this batch. No samples or photos were sent by the customer so it was not possible to performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that syringe safety 3ml ll 26x1/2 an curitiba was clogged. The following information was provided by the initial reporter: "needles 13x45 of the syringes are clogged, liquid does not enter in the application of the vaccine, having to change the needle."